Manufacturer narrative:
Visual analysis of the returned device identified, crease fold, one opening curved on radius and the weight the device within specification. A microscopic analysis was performed which identified, two openings sharp (unidentified (tear) opening) and stress marks near of the openings site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on radius due to surgical impact.

Event description:
Patient reported right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device was explanted.

Manufacturer narrative:
Additional information was provided by the healthcare professional regarding the explant date which was previously reported as (B)(6) 2019 but is now corrected to (B)(6) 2019.

Event description:
Patient reported right side rupture. Device was explanted.